Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet delivered an occlusion alert while the user was wearing a contact detach infusion set, followed by guidance that the ¿change insulin¿ message after a rewind is expected and that a full supply change was required to resolve delivery. Symptoms included hyperglycemia reaching 263 mg/dl, confirmed by elevated blood glucose readings and persistence of high glucose until after the subsequent supply changes. Outcomes included resolution with confirmed downward glucose trend after insulin delivery resumed. Investigation included phone-based troubleshooting and education, with step-by-step confirmation of cartridge load, infusion set replacement, and resumption of insulin delivery. Investigation of this case revealed that the occlusion and loss of delivery were resolved only after a complete supply change, consistent with an infusion set or cartridge load issue. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable occlusion corrected by proper supply change and correct cartridge loading.